Event description:
It was reported that post implant a realize band, the injection port became disconnected from the band tubing and was corrected on (B)(6) 2012. This was detected via xray. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The velocity port, the locking connector and the tubing strain relief (tsr) were returned. Upon visual inspection, it was observed that the actuator ring from the velocity port was returned in the unlocked position, hooks were retracted. Biological debris was present around hooks and actuator ring. Upon microscopic evaluation, it was observed that the septum was punctured over 16 times, and that the tubing connection was damaged by a grasper. Dimensional analysis of the returned components was performed with respect to tubing connection, and all measurement performed on this meet specification. Product analysis confirmed that device dimensions around the connection tubing met specifications. A device history record (DHR) review was performed on the subassembly, and no discrepancies were recorded during the manufacturing process. Our investigations concluded that the device was manufactured to specifications and met all release criteria.

Manufacturer narrative:
Information unavailable. The device was not returned.